Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. Occlusion and the excessive no delivery tests were not performed due to motor error alarm. The device had minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during set change and motor rewind process. The blood glucose reading was 11 mmol/l. Advised return of the insulin pump. Nothing further reported.